Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ultrathane mac-loc locking loop multipurpose drainage catheter used alongside a chest tube fractured several days after placement. The fractured section was retained by the patient and removed during a scheduled second procedure. To date, additional information regarding the patient and event have not been made available.

Manufacturer narrative:
Additional information: additional information was requested regarding the reported failure, however, it was indicated that the hospital provided all available information. Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. Clinical assessment: in this scenario, the device separation could potentially cause a pneumothorax, which could result in critical harm. The product is not expected to be returned for evaluation. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. At this time, clinical assessment cannot eliminate any possible causes for this event such as product handling, human anatomy, medical procedure, patient environment, patient behavior, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history records for the lot number 8467354 and subassembly lot numbers subject to this complaint revealed several non-conformances related to the wclt and uat catheter bond. These non-conformances included bonds that were bumpy, rough, dented, damaged, sunken, incorrectly melted, or too large. It is important to note that each non-conformance was documented to be scrapped before the lots were released. It should be noted there were no other reported complaints for this lot number. The appropriate manufacturing documents from the device master record (dmr) pertaining to the reported failure mode were reviewed, confirming there are no notable gaps in the manufacturing process. The tip-to-shaft bond receives an in-process inspection to perform a level I pull test on each lot of bonded material. The bonds are also inspected at 100% for any signs of weakness at the bond i.e. Valleys, dents, or cracks. The entire catheter is also inspected at 100% to ensure it is clean and free of any sort of damage, nicks, splits, or debris. Tensile testing outlined in the technical file indicate that the peak loads of the device meet all acceptance criteria. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. T_mulit_rev4 [multipurpose drainage catheter] states: ¿precautions catheters should be irrigated on a routine basis to ensure function. Indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required.